Event description:
It was reported that the patient never had therapeutic effect. The patient had incontinence issues 3 years prior to getting the implant. It was noted that with the most recent implantable neurostimulator (ins) replacement even the lead was repositioned on the sacral nerve.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that while the device was implanted, the healthcare provider (hcp) adjusted it many times. The adjustments did ¿not do any good.¿ it was noted that ¿maybe the hcp installed it wrong and that was why it never worked¿ for the patient. In addition, it was clarified the device was replaced because it ¿wasn¿t working anymore¿ and the battery ¿ceased to function¿ after three years. It was indicated the implant did not work in the sense of therapeutic relief, but the battery worked fine. The hcp reportedly got ¿good nerve contact and everything¿ when the leads were relocated. Follow-up has been sent to acquire information regarding the outcome and additional details of the event. A second follow-up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v675654, implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).